Manufacturer narrative:
We have requested and are awaiting the return of the device to complete our investigation.

Event description:
The renovocath is only used for clinical investigations at this time (tiger-pac clinical study). It was reported that the physician "had a hard time advancing the catheter and then a hard time removing the catheter. When they were able to remove the catheter, the distal balloon did not look right and he did not want to risk rupture inside the patient so they opened another catheter." A copy of the medwatch report filed by the hospital was received on 4/28/22 where the problem was described as "prior to insertion of balloon, catheter sheared off becoming unusable. No harm to patient." At this time, we have been unable to resolve the discrepancy between the two reports. It was reported that an additional catheter was used to successfully complete the procedure without further issues.